Event description:
Device 2 of 3. Reference MFR report# 3006705815-2019-00323. Reference MFR report# 1627487-2019-01043. It was reported that the patient¿s thoracic scs system was explanted and replaced with a competitor system. Reportedly, patient could not recall the reason for explant due to alzheimer¿s disease. The manufacturer representative was not present at the time of explant.